Manufacturer narrative:
The incorrect test was run for a single patient sample when using the vitros 3600 integrated system. The investigation determined that the customer reused a sample ID that had a pending sample program stored in the analyzer memory and not processed to completion. The customer was referred to the device labeling, located in the vitros 3600 system reference guide (10-nov-2011 revision, page 112), describing how to manage sample ID numbers that were previously used and not processed to completion or deleted. In addition, the csc assisted the customer in configuring the pending sample program auto-deletion feature on their vitros 3600 immunodiagnostic system. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID number on a different sample without completion of the original request or deletion of the pending test will cause the original information to be carried forward. No device malfunction occurred. The root cause of this event is user error.

Event description:
The customer reported that incorrect tests were run for a single patient sample when using the vitros 3600 system. The patient sample was programmed for vitros (B)(6), however, vitros (B)(6) total and vitros (B)(6) were run. No erroneous and/or unintended patient results were reported out of the laboratory as the discrepancy was identified prior to reporting. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)267765.